Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment was cracked from the threads down to the case seal. The battery cap threads were found to be stripped and the battery cap was not able to secure to the pump appropriately. A test battery cap was used to complete the investigation. During testing, the pump powered on and the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and stripped battery cap threads. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.